Manufacturer narrative:
The supplemental report (follow up 1) was submitted with incorrect verbiage in section h10. The correct verbiage is as follows: the initial submission was incorrectly submitted as a 5 day report and no action is required to prevent an unreasonable risk of substantial harm.

Manufacturer narrative:
The initial report was submitted incorrectly as a 5 day report. The correction has been made with this supplemental report.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected prime or fill anomaly noted during testing. Device was monitored for 48 hours and no time clock anomaly noted during this time period.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they tried to perform the displacement verification test again but the insulin pump still did not pass the test and piston stopped in the middle of the reservoir compartment. The customer¿s blood glucose level was 306 mg/dl at the time of the incident. The customer thoughts that the pump did not deliver insulin correctly and she would like to perform the displacement verification test. Customer stated there was no alert displayed on the insulin pump and customer rewind the insulin pump again. The device will not be returned for analysis.